Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a metacarpal fracture, both 3.5 and 2.5 headless screws broke while being implanted. When screw was implanted and going past the isthmus of the metacarpal the headless screw broke. The surgeon attempted to remove the screw using the driver and broke the 1.5 hex driver. Then had to use the synthes screw removal which didn¿t work as well and resorted to having to burr down the screw flush to the metacarpal. Additional information provided 7/7/21: the lot number of the screw's were not located as the devices were discarded during the case.